Event description:
The issue occurred in a marisa, a lifter for assisted lifting, and it was reported from the customer; "5 cnas along with nurse, were transferring resident with a marisa from a pvc shower bed to a camtec electric model 635/835 care chair (bariatric). Unable to lower resident directly over chair due to the marisa boom not extending out far enough while resident is unable to be in sitting position. Caregivers attempted to push/pull resident in sling over chair and lower causing lift to lean and tip over." Ref # 1419652-2013-00136.